Event description:
Walk with cane [walking difficulty]. Knee was painful [aching (l) knee]. Knee was swollen [swelling of l knee]. 60 ml of water removed [joint effusion]. Case narrative: initial information received on (B)(6) 2019 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves an adult female patient who received hylan g-f 20, sodium hyaluronate (synvisc one) and after unknown latency experienced knee was painful and swollen, 60 ml of water removed and walk with cane. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received intra-articular hylan g-f 20, sodium hyaluronate, at a dose of 6 ml, once (indication, lot number: not provided) in left knee. On an unknown date, after unknown latency, patient's knee was painful and very swollen. They went to the hospital and had 60 ml of water removed and had to walk with a cane for approximately a month and a half. Final diagnosis was knee was swollen, knee was painful, 60 ml of water removed and walk with cane. Corrective treatment: 60 ml of water removed for 60 ml of water removed (joint effusion) and cane for walk with cane. Outcome: unknown for all events. A product technical complaint was initiated for on (B)(6) 2019 for synvisc one (lot number unknown) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability for walk with cane. Reporter causality: not reported for all events. Company causality: reportable for all events. Additional information was received on (B)(6) 2019. Ptc results received and processed. Global ptc number added.

Event description:
Walk with cane [walking difficulty], knee was painful [aching (l) knee], knee was swollen [swelling of l knee], 60 ml of water removed [joint effusion]. Case narrative: initial information received on 17-apr-2019 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "(B)(6)". Patient ID: unknown; country: (B)(6). Study title: (B)(6). This case involves an adult female patient who received hylan g-f 20, sodium hyaluronate (synvisc one) and after unknown latency experienced knee was painful and swollen, 60 ml of water removed and walk with cane. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received intra-articular hylan g-f 20, sodium hyaluronate, at a dose of 6 ml, once (indication, lot number: not provided) in left knee. On an unknown date, after unknown latency, patient's knee was painful and very swollen. They went to the hospital and had 60 ml of water removed and had to walk with a cane for approximately a month and a half. Final diagnosis was knee was swollen, knee was painful, 60 ml of water removed and walk with cane. Corrective treatment: 60 ml of water removed for 60 ml of water removed (joint effusion) and cane for walk with cane. Outcome: unknown for all events. Seriousness criteria: disability for walk with cane. Reporter causality: not reported for all events. Company causality: reportable for all events.